Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as the ise (ion-selective electrode) buffer valve and ise reference valve . The fse replaced the ise buffer valve and ise reference valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) results on their au5800 analyser. There was no report of change to patient treatment as result of this event. The customer did not provide any patient data or examples of the erroneous results. Patient demographics were not provided.